Event description:
It was reported that the atrial lead exhibited loss of sensing and capture at 5.0 v in the bipolar configuration.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The atrial lead was repositioned.